Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too large'. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, replacement of the air gas module resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).